Event description:
In 2008, the patient reported her insulin infusion device was beeping and displaying "77" on the screen. The patient stated the battery has been in her infusion device since about two weeks prior. She said she knows about the battery recall and the correction and thought she had disposed of all the recalled batteries but thinks this one may have gotten past her. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.